Event description:
It is reported that the inner ring of the liner fractured.

Manufacturer narrative:
Evaluation: as returned, the locking ring is fractured. While the locking ring is the right size and compatible with the liner, the color is different. This indicates that this particular ring was originally mated with a different liner. The liner has a potential field age of less than two years and manufacturing documentation exhibits no anomalies. The exact age of the fractured ring; however, cannot be determined as a lot number is not available and it was not originally paired with the returned liner. The fracture may be a result of (but not limited to) : excessive force or severe angle of insertion and/or removal of the provisional head, removal of the locking ring at any time during usage/cleaning, material becoming brittle due to cleaning/autoclave process, improper usage, and device fatigue due to usage over time.